Event description:
It was reported that the minicap sponge was found outside of the minicap. There was no patient involvement. No additional information is available at this time. This is report 2 of 4 for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is related to (B)(4).

Manufacturer narrative:
(B)(4). The device has been received and the evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified that the sponge was inside the opened foil pouch but was not within the device. The dimensions of the sponge were measured and found to be within specification. The results of investigation determined the causes of the condition to be operator error during the sponge insertion process and damage during transportation. To address these issues additional product check was incorporated into each shift and the distributor was notified of the product handling instructions. Should additional relevant information become available, a supplemental report will be submitted.